Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with mentor memorygel breast implants 450cc and suffered several unexplained systemic symptoms, including breast implant illness and destroyed muscle. Device rupture and migration were also reported on one side (side unknown). The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left breast prosthesis. Since it is unknown which side the rupture/migration occurred on, it has been defaulted to the right side until further information becomes available. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
On may 30, 2022, additional information was received indicating the patient's race is caucasian. The patient's age at the time of event was identified as 57 years old. The date of event was identified as (B)(6) 2018. Additional symptoms were reported including rheumatic arthritis, pain, bladder infection, insomnia, headaches, dizziness, migraines, nausea, brain fog, memory issues, lack of energy, fatigue, dry eyes, blurred vision, dry skin, itchy skin, difficulty losing weight, sinus issues, night sweats, dry hair, hair doesn't grow, vertigo, no libido, reoccurring urinary tract infection, acid reflux, anxiety, nausea, and excessive sweating. Manufacturer¿s reference number: (B)(4).